Event description:
It was reported that "the dilator was too blunt, making it difficult to operate. Additionally, the guidewire was too soft and became deformed during use". The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associate MDR numbers include: 3006425876-2026-00176.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the dilator was too blunt, making it difficult to operate. Additionally, the guidewire was too soft and became deformed during use". The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associate MDR numbers include: 3006425876-2026-00192 and 3006425876-2026-00176.

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The photo shows a guidewire inside the advancer, a dilator, and a 3-lumen catheter inside a clear plastic bag. The complaint of a blunt dilator tip could not be confirmed by the photo. The customer also returned one dilator for analysis. No definitive signs of use were observed on the returned sample. Visual inspection of the dilator revealed slight flaring at the distal tip. White stress marks were observed on the flare which is consistent with undue force during an attempted insertion. The total length of the dilator measured 107 mm, which is within the specification limits of 95.2 mm - 108 mm dilator product drawing. The outer diameter of the dilator measured 2.85 mm, which is within the specification limits of 2.82 mm - 2.87 mm per dilator extrusion product drawing. The inner diameter of the dilator tip could not be measured due to the observed damage. The dilator was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." The dilator was threaded through a lab inventory 0.035" diameter guidewire. The guidewire passed with no resistance. A device history record review was performed, and no relevant findings were identified. The product IFU warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a damaged dilator tip was able to be confirmed by investigation of the returned sample. A device history review record did not reveal any relevant findings. Visual examination revealed a slight flare and stress marks at the distal tip of the dilator. The damage appears consistent with undue force when inserting the dilator; however, the root cause cannot be determined as it is unknown if the damage to the dilator tip occurred before or after customer handling. Teleflex will continue to monitor and trend for reports of this nature.